Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28th april 2025, it was reported by an arthrex employee via email that 3 units of ar-3638, knotless fibertak¿ with #2 suture (5-box), were pulled out. This was detected during a biceps tenodesis with rotator cuff repair procedure on (B)(6) 2025. The procedure was successfully completed by using a 2.6mm knotless fibertak.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.